Event description:
It was initially reported by the nurse practitioner that the handheld device froze on the main screen before performing an interrogation. A hard reset was performed which resolved the frozen screen, however, the device would not progress past the alignment screen in the initial setup. A second hard reset was performed, and the device would still not progress past the alignment screen. Add'l info was received indicating that a cyberonics rep also performed troubleshooting for the hand held device, which did not resolve the issue. The device has not yet been returned to the MFR for product analysis.